Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a safety needle. The customer reports the hub of needle cam apart after it was being pulled out of a pt during a procedure. The needle was left in pt and had to be pulled out with hemostats.